Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.00/2.0/031 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Refractive surprise was observed, lens remains implanted. "Normal" was reported for status of the eye (signs/symptoms) additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm,vticm5_13.2, -14.00/2.0/031 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a different model and diopter lens due to refractive surprise. This exchange resolved the problem. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on product, in lens vial. Visual inspection found the haptics bent/deformed and foreign material (fibers) on lens surface. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).